Event description:
Reporter alleged the code key number for the blood glucose test strips she uses with her advantage system does not match the code number displayed on the test screen when the code key is inserted into the system. While on the telephone with the manufacturer, it was determined there were missing segments on the display screen of the same system which the customer was not aware prior to calling into the manufacturer. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.